Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jan2019. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had an error and the blower fan stalled. It is unknown if the patient was connected to the ventilator at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 08mar2019, date rec¿d by MFR : 06mar2019. Multiple attempts were made to obtain additional information on the event and on the repair/service of the device that have been unsuccessful. Should new relevant information become available, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.